Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) with a blood glucose (bg) level of 590-591 mg/dl and high ketones. Customer administered a correction bolus via the pump and was treated with intravenous fluids of saline and insulin to address the bg level. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended. The customer continued to use the pump for insulin therapy.